Event description:
Atrilogy100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, visible foam particles were not observed. The device failed test steps during final testing. Error code 282 and 291 were recorded in the event log. The device failed testing for a damage lcd screen. Dust and dirt were confirmed on the blower box. In addition, the device had missing rubber feet, o-ring handle and cracked handle. The device was not repaired since it came only for foam remediation. The device is returning unrepaired.